Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip opened to roughly 40 degrees. It was noted the clip remained stable on the leaflets. To further reduce mr, additional clip was deployed laterally, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) and recurrent mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip opened to roughly 40 degrees. It was noted the clip remained stable on the leaflets. To further reduce mr, additional clip was deployed laterally, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information received: it was reported that on an unknown date, the patient turned to the hospital due to recurrent mr. Imaging showed that the patient was experiencing a bi directional shunt. For treatment, the patient underwent an additional mitral valve procedure.